Manufacturer narrative:
The freedom driver will be evaluated by syncardia. The results will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
While performing routine servicing, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.

Event description:
While performing routine servicing, a syncardia technician reported that the freedom driver did not maintain the proper normotensive pressure values on the patient simulator.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, fault code 2d, indicating secondary motor voltage too high, in driver's data file. Visual inspection of external components found a crack on bottom right corner of display cover as well as damage to the cable port from external power to main pcb. Visual inspection of internal components found no abnormalities. Freedom driver failed functional testing for acceptance at incoming inspection for out of specification left atrial pressure (lap) values. Additional testing included installing a known functional piston cylinder assembly (pca) which has historically been the root cause of output issues. Driver was tested with replacement pca without issue or alarm. Although specific complaint was not replicated, a similar output problem was additionally confirmed. Failure investigation for this complaint confirmed the reported issue. The specific customer complaint was not replicated during testing although a similar output problem was produced; root cause of the out of specification lap values was determined to be a faulty piston cylinder assembly. Failure investigation identified no other test failures or damage that could have contributed to the complaint. Damage found to the display cover and cable port was cosmetic only due to normal wear. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.